Manufacturer narrative:
¿No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 32.0 cm to 32.4 cm and 39.2 cm to 39.4 cm from the distal tip consistent with lead friction to the can.

Event description:
This report is to advise of an event observed during analysis. Complaint of external insulation abrasion.